Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, component code replaced g07003 with g04088. Added g04027. H6, type of investigation: added b20, b14, and b11. Gore also considers selecting code b31 to indicate that instructions for use were reviewed. Due to temporary program limitations, this code was however not selected in the above table. H6, investigation findings: replaced c21 with c19. Code c19 was used for the manufacturing paperwork review indicating the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device could not be performed. H6, investigation conclusions: replaced d16 with d15. Added d12, d14. Code d14 was used to indicate arrhythmia as a common post-procedural complication following transcatheter occluder implantation for both patent foramen ovale (pfo) and atrial septal defects (asd). No further information was received for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluders may include, but are not limited to: new arrhythmia requiring treatment.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026 a 48 mm gore® cardioform asd occluder was selected to treat an atrial septal defect (asd). On (B)(6) 2026 the patient reportedly presented with atrial fibrillation and the patient therefore received beta blocker (bisoprolol) as well as anticoagulant (apibaxan) medication. Subsequently, the patient returned to sinus rhythm and was reported to have been well.